Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was noted that the liquid level detection was out of range. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 0.177 ng/ml. A new sample was obtained on (B)(6) 2025, and the result was 13.46 ng/ml. The original sample (from (B)(6) 2025) was repeated, and the result was 11.45 ng/ml.

Manufacturer narrative:
The field service representative checked the voltage of a probe and found it was high. He replaced the parts related to the liquid level detection voltage (probe, tube, printed circuit board assembly, and cable assembly. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.